Event description:
It was reported that the pt presented with symptoms of baclofen withdrawal, specifically fever, increased tone, and sleeplessness. An isotope study was done and showed that there was no flow through the catheter. A catheter revision was performed in 2008. The pt was doing fine after the revision. The present concentration of baclofen is 1500 mcg/ml with a daily rate of 99.9 mcg. Prior to the revision the daily dose was 308.9 mcg of baclofen.

Manufacturer narrative:
Used for catheter. See scanned page.